Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of abdominal pain ("abdominal area pain") in a 46 year-old female patient who had essure inserted for permanent contraceptive tubal implant. Additional non-serious events are detailed below. The patient had a medical history of tubal ligation in 2010 and myopia, psoriasis, drug allergy (augmentin), spontaneous abortion, parity 6, smoker (female smoker 5 packs/year) and multigravida. Previously administered products included: metoject, folic acid, enantyum and diazepam. On (B)(6) 2013, the patient had essure inserted. At an unknown time, she experienced abdominal pain (seriousness criterion intervention required), groin pain ("severe pain in the groin"), intermenstrual bleeding ("severe metrorrhagia occurred, even requiring the wearing of diapers"), heavy menstrual bleeding ("hypermenorrhoea (very heavy periodic menstrual bleeding)"), dysmenorrhoea ("dysmenorrhea (difficult and painful menstruation)"), dyspareunia ("dyspareunia (very painful coitus)") and flatulence ("meteorism"). The patient was treated with enantyum (dexketoprofen trometamol), clexane (enoxaparin sodium) and paracetamol as well as surgery (hysterectomy and bilateral salpingectomy). At the time of the report, the outcomes for abdominal pain, groin pain, intermenstrual bleeding, heavy menstrual bleeding, dysmenorrhoea and dyspareunia were unknown. Essure was removed on (B)(6) 2019. The reporter considered abdominal pain, dysmenorrhoea, dyspareunia, groin pain, heavy menstrual bleeding and intermenstrual bleeding to be related to essure administration. No causality assessment was received for essure with regard to flatulence. The reporter commented: satisfactory postoperative development at discharge, the patient is asymptomatic, the abdomen is soft and tender, without signs of peritonism. Laparoscopic sutures good. Discrepancy: gynaecology and obstetrics history according to medical records: g8a4pn4. Patient medical history mentions 10 pregnancies, 4 abortions and 6 births. (G10a4pn6). Diagnostic results (normal ranges are provided in parenthesis if available): [x-ray] on (B)(6) 2013: good positioning. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 06-oct-2023: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of abdominal pain ("abdominal area pain") in a 46 year-old female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. The patient had a medical history of tubal ligation in 2010 and myopia, psoriasis, drug allergy (augmentin), spontaneous abortion, parity 6, smoker (female smoker 5 packs/year) and multigravida. Previously administered products included: metoject, folic acid, enantyum and diazepam. On (B)(6) 2013, the patient had essure inserted. At an unknown time, she experienced abdominal pain (seriousness criterion intervention required), groin pain ("severe pain in the groin"), intermenstrual bleeding ("severe metrorrhagia occurred, even requiring the wearing of diapers"), heavy menstrual bleeding ("hypermenorrhoea (very heavy periodic menstrual bleeding)"), dysmenorrhoea ("dysmenorrhea (difficult and painful menstruation)"), dyspareunia ("dyspareunia (very painful coitus)") and flatulence ("meteorism"). The patient was treated with enantyum (dexketoprofen trometamol), clexane (enoxaparin sodium) and paracetamol as well as surgery (hysterectomy & bilateral salpingectomy). At the time of the report, the outcomes for abdominal pain, groin pain, intermenstrual bleeding, heavy menstrual bleeding, dysmenorrhoea and dyspareunia were unknown. Essure was removed on (B)(6) 2019. The reporter considered abdominal pain, dysmenorrhoea, dyspareunia, groin pain, heavy menstrual bleeding and intermenstrual bleeding to be related to essure administration. No causality assessment was received for essure with regard to flatulence. The reporter commented: satisfactory postoperative development at discharge, the patient is asymptomatic, the abdomen is soft and tender, without signs of peritonism. Laparoscopic sutures good. Gynaecology and obstetrics history: g8a4pn4. Diagnostic results (normal ranges are provided in parenthesis if available): [x-ray] on (B)(6) 2013: good positioning. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of abdominal pain ("abdominal area pain") in a 46 year-old female patient who had essure inserted for permanent contraceptive tubal implant. Additional non-serious events are detailed below. The patient had a medical history of tubal ligation in 2010 and myopia, psoriasis, drug allergy (augmentin), spontaneous abortion, parity 6, smoker (female smoker 5 packs/year) and multigravida. Previously administered products included: metoject [methotrexate sodium], folic acid, enantyum and diazepam. On (B)(6) 2013, the patient had essure inserted. Essure was removed on (B)(6) 2019. An unknown time later she experienced abdominal pain (seriousness criterion intervention required), groin pain ("severe pain in the groin"), intermenstrual bleeding ("severe metrorrhagia occurred, even requiring the wearing of diapers"), heavy menstrual bleeding ("hypermenorrhoea (very heavy periodic menstrual bleeding)"), dysmenorrhoea ("dysmenorrhea (difficult and painful menstruation)"), dyspareunia ("dyspareunia (very painful coitus)") and flatulence ("meteorism"). The patient was treated with enantyum (dexketoprofen trometamol), clexane (enoxaparin sodium) and paracetamol as well as surgery (hysterectomy & bilateral salpingectomy). At the time of the report, the outcomes for abdominal pain, groin pain, intermenstrual bleeding, heavy menstrual bleeding, dysmenorrhoea and dyspareunia were unknown. The reporter considered abdominal pain, dysmenorrhoea, dyspareunia, groin pain, heavy menstrual bleeding and intermenstrual bleeding to be related to essure administration. No causality assessment was received for essure with regard to flatulence. The reporter commented: satisfactory postoperative development at discharge, the patient is asymptomatic, the abdomen is soft and tender, without signs of peritonism. Laparoscopic sutures good. Discrepancy: gynaecology and obstetrics history according to medical records: (B)(6). Patient medical history mentions 10 pregnancies, 4 abortions and 6 births. (B)(6). Diagnostic results (normal ranges are provided in parenthesis if available): [x-ray] on (B)(6) 2013: good positioning. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 23-nov-2023: nullification: upon receipt of follow up information this report es-bayer-2023a131345 will be deleted in bayer safety database, all information was transferred to duplicate record # (B)(4) which will be retained. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.